Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.

Event description:
It was reported that the customer's blood glucose level was 492 mg/dl. The customer received two meter blood glucose now and a sensor end alarm. He also reported an unexpected re-initialization after inserting the sensor. The product will return. Nothing further to report.